Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 1.carto 3 rmt system: model #: m-5830-01, serial #: (B)(4). 2.stockert 70 system: model #: m-5463-01, serial #: (B)(4). 3.cool flow pump: model #:m-5491-02, serial #:(B)(4). 4.acunav catheter: model #: m-5723-09, lot #: unknown. 5.ez steer coronary sinus catheter: model #: d-1263-05-s, lot# 16041367m. 6.webster 4 pole catheter: model #: d-1079-236-s, lot#:16072420m. (B)(4).

Event description:
It was reported that the patient had an ischemic ventricular tachycardia - left (l-isvt) procedure on (B)(6) 2014. The patient passed away the following morning. Upon request, additional information was provided on the event. There were no adverse events noted during the procedure. The patients¿ condition was stable at the conclusion of the procedure. Shortly after the procedure was completed, the patient began having respiratory distress and was re-intubated. The patient had an impella device in and a bed side balloon pump was also used in attempts to support the patients¿ perfusion. The patient was moved to the cicu unit and managed by cicu attending and anesthesia team. Per the ep attending physician, about 3:30 am, the patient was said to be decompensating due to metabolic acidosis and went into a ventricular tachycardia (vt) storm event. Multiple attempts were made to resuscitate the patient without success. The physician¿s opinion on the causality of the adverse event was that it was possibly procedure related. Per the physician, he stated that the patient¿s death was due to metabolic acidosis and did not believe the death was due to any device used during the procedure. The patient¿s baseline before the procedure was ischemic ventricular tachycardia and multiple shocks from implanted ICD.